Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device not working, as the device would not inflate. The cylinders and pump were removed and replaced without complications.